Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 241 mg/dl at the time of the incident. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Air bubbles were not removed successfully. Customer reported that they experienced high blood glucose. The customer was assisted with troubleshooting and declined for high blood glucose. The reservoir will not be returned for analysis.